Manufacturer narrative:
Device eval: the device eval has not been completed. The 'connector's break' was confirmed to be the hemostasis device rotating connectors for devices returned from the customer. A f/u report will be submitted when the eval has been completed. Conclusion: a follow-up report will be submitted when the eval has been completed.

Event description:
'The connectors break'. The customer has not provided any add'l info about this complaint. No harm or injury was reported. The customer initially reported five (5) defective devices. The customer did not provide info nor clinical details about the add'l events. Therefore, this single form FDA 3500a report will be submitted for this complaint.